Manufacturer narrative:
The device was returned to a manufacturer investigation laboratory. The device has been externally and internally inspected by the manufacturer. The evaluation result found dust, keratin, brown contamination, yellow contaminant, insects in the device. The manufacturer confirmed no presence of degraded sound abatement foam and was unable to directly address the symptoms. The complaint of particles in the airways was confirmed. In this report, box a, d, g, h has been updated/ corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in device and airway from device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in device and airway from device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a brown colored contamination on the interior and exterior of the top enclosure, flip doors, front panel, iso (international organization for standardization) port, blower box, and bottom enclosure. The unknown brown contamination was also observed on the interior of the rear panel and on/around the air inlet. A yellow-colored contaminant was observed on the side of the top enclosure. Insects were found in the bottom enclosure of the device. The bottom enclosure had dust-like and fiber-like contamination inside. The blower box was discolored. A dust-like contamination was observed on the blower. A keratin-like substance was observed on the blower box and blower seal. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In this report d9, g3 and h6 has been corrected and h11 has been updated in this report. In h6 device problem code has been corrected.